Manufacturer narrative:
The insulin pump was received with a completely broken reservoir tube lip, a cracked reservoir tube lip, a cracked case at the display window corner, and a minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that the insulin pump case was broken and the reservoir rim was missing. The customer's blood glucose reading was unknown. The customer was advised that the device would be replaced.